Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 198-199 mg/dl.

Manufacturer narrative:
Device not returned.